Manufacturer narrative:
Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) failed to infuse completely. The device was filled with fluorouracil 3500 mg in sodium chloride 0.9%. The issue was identified during patient infusion. It was stated that the clamp, port, and blood return were all normal. There was no patient injury or medical intervention associated with this event. No additional information is available.